Manufacturer narrative:
No related complaint received with return of device. Conclusion: failure observed during analysis. A partial lead with the connector pin measuring 28.1cm was returned for analysis. External insulation abrasion was noted at 3.3-3.4cm, 5.6-5.9cm, and 15.4-15.7cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at these locations.

Event description:
This report is to adverse of an event observed during analysis.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The event date reported in the initial MDR is incorrect. The correct event date is (B)(6) 2015.

Manufacturer narrative:
Correction: this supplemental report is to correct the previously reported event. Information from follow-up number 2 indicating that the event date was reported the initial MDR was incorrect. Please retract (B)(4), follow-up number 2; it was incorrectly reported. The correct event information was initially filed on (B)(6) 2015.